Event description:
It was reported that use of the antenna locate (al) feature which resulted in a power on reset (por) being displayed on the recharger. This then led to a normal recharging screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).